Manufacturer narrative:
Product ID 37602 serial(B)(4) implanted: (B)(6)2015 explanted:(B)(6) 2017 product type implantable neurostimulator the other applicable components are: product ID 7482a51 serial(B)(4) implanted:(B)(6) 2010 explanted: (B)(6)2017 product type extension analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4) found that the ins was functionally ok with only insignificant anomalies. Analysis of the extension (serial # (B)(4) found that the extension body was cut through and the extension segmented. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was seeing high impedances on their left side, with the following impedance values provided: c<(>&<)>0 40k ohms c<(>&<)>1 1046 c<(>&<)>2 956 c<(>&<)>3 40k ohms 0<(>&<)>1 40k 0<(>&<)>2 40k 0<(>&<)>3 40k 1<(>&<)>2 1072 ohms 1<(>&<)>3 40k ohms 2<(>&<)>3 40k ohms the patient was still getting therapy on their left side, due to the impedance value of 1<(>&<)>2 being 1072 ohms. The right side impedance test showed slightly greater than 2k ohms at 0.70 v but no issue was suspected. The hcp replaced the left side extension, along with both inss to keep the patient on a regular ins replacement schedule, and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602 explanted: (B)(6)2017 product ID 7482a51 explanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.